Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d7a. No decon or visual inspection performed since product was not returned and could not be evaluated. A ccu nurse, (B)(6) contacted emergency support after an autofill failure alarm occurred while a patient with an axillary balloon pump was using the toilet. She attempted troubleshooting by pressing start several times, but the pump did not begin inflating until the patient repositioned and returned to bed. Once repositioned, the autofill failure cleared and normal function resumed. No patient harm or injury was reported. The support representative reviewed proper alarm troubleshooting, collected surveillance information, and advised the nurse to call back if further assistance was needed. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, temporary loss of proper balloon pump positioning or pressure reference due to patient body movement while on the toilet, leading to an autofill failure. When the patient repositioned back into bed, the pump regained proper alignment pressure reference, allowing autofill to complete and resolving the alarm. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Event description:
(B)(6), a ccu rn, called emergency support program line to requesting assistance for an autofill failure alarm that had went off while the patient was on the toilet. She stated it was an axillary balloon that was placed on (B)(6) 2025. Axillary disclaimer stated. (B)(6) had troubleshot the alarm by pressing start multiple times. She stated the pump did not begin inflating until the patient repositioned and laid back in the bed, which resolved the autofill failure alarm. Esp personnel reviewed the nature of the alarm and the proper troubleshooting steps. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).